Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a red peristomal rash prior to beginning product use. Since using device, the rash has begin weeping and intermittently itching and burning underneath the adhesive border. The pt experienced the condition during a period of six weeks prior to complaint receipt. Recommended use of belt instead of adhesive. Treated using crusting technique with antifungal powder and no sting barrier wipe. Pt outcome was not noted.